Manufacturer narrative:
(B)(4). Batch # t5d09t. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria the event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right colon resection they opened the device and went to fire it and noticed there were no staples in it. A second device was opened and had the same issue. Each device was fired and then discovered to not have deployed any staples. After both firings it was observed that no staples were on the intended tissue. No staples line formed. Devices were swished in a basin of saline and no residual staples were present. A third device was used to complete the case. There were no patient consequences.